Manufacturer narrative:
(B)(4). Manufacturer awaiting additional information for further complaint evaluation.

Event description:
Customer alleges discrepant results for three pts. Pt a (1 fo 3). Customer reports that pt a signature elite instrument pt/inr results are higher than reference lab results. Pt was on coumadin and reported to have been in the medical facility observation unit/ER with transient ischemic attack on (B)(6) 2010.